Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said "everything was fine, but my frequency started coming back last night (B)(6) 2018) and then even more so this morning and so I went to use the patient programmer (pp), but the screen is blank so I changed the batteries but it is still blank." The patient said they haven't had any falls or trauma and the batteries they put in were not new. As a result of what was reported, the call center recommended that they try new batteries, and if that doesn't resolve the issue, they should call back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Addition of (B)(4) . If information is provided in the future, a supplemental report will be issued.